Manufacturer narrative:
(B)(4). The customer reported that the monitor had no sound and the speaker assembly failed. The customer requested a replacement speaker assembly be shipped to them for installation by the customer. The monitor was being used for monitoring. There was no adverse impact reported or indicated. A speaker assembly was shipped to the customer for the customer's installation. We will consider that the customer replaced the failed speaker assembly. No onsite service was requested or provided. The trending data does not support that there is any manufacturing, design, labeling, materials or supplier problem. No further investigation or action is warranted.

Event description:
The customer reported that his mp30 speaker was not working (no audio) and he requested a replacement part number for a speaker assembly. No patient harm was indicated.